Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer would either just resume insulin or change pump supplies to address the issues. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.